Event description:
It was reported that the patient presented to the hospital for an unrelated procedure. The patient's pacemaker was found unable to be interrogated and showed no magnet responses as the patient underwent magnetic resonance imaging (MRI) imaging without programming the pacemaker to MRI mode. The pacemaker was re-interrogated and showed no problems with the measurements. The patient will be continued to be monitored. The patient had no adverse consequences.